Manufacturer narrative:
The technician found the cause to be a stuck cardio pulmonary resuscitation switch. The technician cleaned the cardio pulmonary resuscitation switch to resolve the issue.

Event description:
The account alleged the head section ran down on its own. No patient impact.